Event description:
On 11/76, using another co's capsular contracture developed immediately. In 11/76, implants were replaced with another co's double-lumen implants along with open capsulotmies. However, recurrence occurred again. In 9/78, the right implant was changed to a co's gel, double-lumen gel inflatable mammary implant. After 1978, she began to develop joint pain & right arm weakness. In 4/95, she was diagnosed with addison's disease. In 6/88, due to contracture & nipple inversion, the implants were replaced with surgitek implants. The right implant was found to be ruptred at that time. Unfortunately, the implants got hard again in 5/89. The 5th & final implant was placed there using another co's implant, catalogue #354-3257 & 325 cubic centimeters were placed in both breasts. She has periodic chest discomfort, decreased strength in the upper extremities, headaches & pain in the neck & shoulder area, joint pains in the fingers, as well as other joints. Ultrasound demonstrates possible extravasated silicone, probably from the previous implant on the right.